Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg has been inoperable for the past 3 years which resulted from a fall experienced in the year of 2010. Surgical intervention will be taken at a later date to address the issue.